Event description:
Reported by the complainant as follows: almost 7 months ago, there was an elderly pt in the unit suffering from c. Diff with flexi seal fms in situ to contain liquid diarrhea. The pt was discovered subsequently to have full thickness pressure damage to the anus with some degree of loss of tone. The product was discontinued at the time and the pt continued to be incontinent and david does not know if anal tone returned. The pt left the unit some time ago. The pt had been sitting on the tubing which david agreed would explain the pressure damage. This will no longer be a practice in the unit. This issue came up in conversation with a convatec sales rep who has just taken over this account. The issue had not been reported to convatec at the time of the event; however, the charge nurse has given us all the info he can today. I have explained that this will be recorded on our complaint management handling systems. The charge nurse agreed doing forward he will phone us immediately as events occur. This case is being deemed serious in order to err on the side of caution due to paucity of info. Nothing is known about whether the issue was life threatening, whether it required medical intervention to prevent loss of life, or permanent impairment. Case is an historical report received months after a serious incident where a pt received a full thickness pressure ulcer to the anus with loss of rectal tone and residual incontinence of stool when a flexi-seal device was in situ for a length of time, not reported in this case. As no other info is forthcoming due to the historical nature of the report, from a preliminary clinical perspective, a causal relationship between the pressure ulcer and the device is deemed related because the device was in place when the ulcer performed. No info about management of the ulcer was reported. This issue does not constitute a risk to the safety of the public at large.

Manufacturer narrative:
Reported to the FDA on (B)(4) 2011.